Event description:
Arjo was notified of an event involving an enterprise 9000x bed. It was reported that a bed exit alarm did not work properly, and the patient fell from the bed. As a result of the fall, the patient broke their hip.